Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 55 mg/dl. The customer stated that he was changing his set today and the drops kept flowing after he let go of the act button. The customer stated that he rewound and primed the pump and there was still a no delivery alarm. The customer was advised that insulin should be on the bottom with the reservoir on top when ready to remove the reservoir from the vial. The customer declined to troubleshoot.